Event description:
The reported description notes that a bedside monitor did not alarm for measurement values which would indicate a sepsis condition. The pt is deceased.

Manufacturer narrative:
(B)(4). The reported description notes that a bedside monitor did not alarm for measurement values which would indicate a sepsis condition. The pt is deceased. Philips is in the process of obtaining additional info concerning this event and this complaint is still under investigation. A final report will be submitted once the investigation is completed.